Manufacturer narrative:
Product available to stryker. An event regarding crack/ fracture involving a mako impactor was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were provided. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: it was reported that the during pka procedure surgeon went to impact the tibia baseplate and the blue piece cracked off. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/ or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
The surgeon went to impact the tibia baseplate and the blue piece cracked off during a pka procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon went to impact the tibia baseplate and the blue piece cracked off during a pka procedure.